Event description:
Additional information indicates the patient did not lose therapy prior to replacement. The ipg approaching end of service is considered within specification.

Event description:
It was reported the ipg was at end of life. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.